Manufacturer narrative:
(B)(4). One used lf1544 was received for evaluation. The returned sample met specification as received. A review of the lot number reported indicates that the product was within the assigned expiration date at the time of reported incident. Visual inspection found the jaws bloodied with some eschar caked on the seal plate. The reported condition was not confirmed. The device was plugged into a force triad generator with the generator set at 2-bars. Functional testing was performed on porcine kidney tissue. Full thermal seal effect and steam was visually verified. Multiple seals on various size vessels were made. All seal cycles were completed satisfactorily and end tones were heard indicating completed activation cycles. The investigation found the device to function normally. The IFU states; do not use this instrument on vessels larger than 7mm in diameter. The IFU states keep the instrument jaws clean. Build-up of eschar may reduce sealing and/or cutting effectiveness. Wipe jaw surfaces and edges with a wet gauze pad as needed. Manufacturing non-conformances were reviewed. No entries pertinent to the customer's report were noted.

Event description:
The customer reported that the surgeon was using the lf1544 to mobilize the stomach along the greater omentum. After 3 to 4 applications the ligasure device sealed, however the fatty tissue of the greater omentum continued to bleed along the seal line. This occurred several times along the length of the stomach and greater omentum. The surgeon pulled out a clip applier to control those vessels the ligasure did not seal. The patient's blood loss was not greater than 500cc.